Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) his bundle lead exhibited loss of capture. It was also reported that the rv his bundle lead exhibited chronic high thresholds and undersensed beats, possibly leading to pacing on the t. The rv his bundle lead remains in use. No patient complications have been reported as a result of this event.